Manufacturer narrative:
Model number/catalog number: sc-2316-50e; serial number: (B)(4); batch/lot number: 5021493; model/catalog description: infinion 16 trial lead kit 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients contacts became detached from the trial led. The patient had a lead pull but the contacts were still inside the patients body. No further course of action at this time.

Event description:
A report was received that the patients contacts became detached from the trial lead. The patient had a lead pull but the contacts were still inside the patients body. No further course of action at this time. Additional information was received that the remaining piece of the lead was explanted, and the patient was doing well post operatively.